Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during an orthopedic procedure, the screws would not lock in 2 variable angle (va) distal radius plates. Multiple locking buttress pins and locking screws were tried on 2 different plates. They could not get the locking screws to engage the plate. A screw in drill guide would lock in correctly however, eventually a 6 hole lcp volar column plate was used that worked fine. Additional x-rays were taken. There was a surgical delay of more than 30 minutes. The procedure completed successfully. There was no patient consequence reported. This is report 11 of 11 for (B)(4). This report is for a buttress pin.